Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous mid right coronary artery (rca). Pre-dilatation was performed with an unspecified 2.5mm balloon. Next, the physician attempted to advance the taxus liberte' 3.00x24mm stent across the lesion site, but was unable to do so. At this time, the physician felt it was possible a stent strut may have become stuck in the calcification. The device was removed from the patient and it was noted, the stent strut was flared and damaged. The procedure was completed with another non-bsc stent. No pt complications were reported and the pt status was reported as "good".